Event description:
One touch ultra meter was reading inaccurately control high and had a test strips port issue. The senior medical affairs specialist spoke with the pt in 2004. The pt reported that thay had been having a dry mouth sensation and sweating profusely. They had obtained 400mg/dl on their meter and called 911 because they believed that they were xperiencing hypolycemic symptoms. When the paramedic arrived 20 munites later, a reading of 367 mg/dl was obtained on their meter. They were taken to the hospital where they were administered an injection of insulin for a blood glucose of 344 mg/dl. They were released approx. 5 hours later. The pt neither alleged harm nor experienced injury or medical intervention doe to the meter. The pt had high blood glucose levels, had symptoms of elevated glucose levels, and was treated for hypoglycemia by the hospital. The customer service representative walked the pt through two consecutive control solution tests and both fell outside the specified range. Prior to the quality control tests, the csr confirmed that the tests strips and control solution were within expiration date, stored properly, and not opened past the discard date. The peeling tests may have been caused by possible use error upon insertion into the test strop port. Pt's meter, test strops, and control solution were replaced.